Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced intermittently when filling the cartridge. Reportedly, the customer successfully filled and loaded the original cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose.